Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown maxim bearing, unknown. Unknown, unknown maxim tibial tray, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03640, 0001825034-2018-03642.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of xrays received. Device history record (DHR) was unable to be reviewed due to lot number not provided. X-rays review report from mmi state that there was anterior subluxation of the femur on the lateral projection and asymmetrical medial compartmental narrowing. The medial compartment narrowing may reflect asymmetric polyethylene wear. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable.